Event description:
It was reported that the device was explanted due to eos (end of service). Additional information has been requested, but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID, 3888-45 lot# unknown, product type lead product ID, 3888-45 lot# v230105, implanted: 2009 (B)(6), product type lead product ID 3888-45 lot# v234459, implanted: 2009-(B)(6), product type lead product ID, 3888-45 lot# v230105, implanted: 2009 (B)(6), product type lead product ID, 3888-45 lot# v230105, implanted: 2009 (B)(6), product type lead product ID, 37082-60 lot# serial# (B)(4), implanted: 2009 (B)(6), product type extension product ID, 37082-60 lot# serial# (B)(4), implanted: 2009 (B)(6), product type extension. (B)(4). No analysis of the device, model 37711, serial no. (B)(4), was performed; the device met risk based criteria. No analysis of the extension, serial no. (B)(4), was performed; the device met risk based criteria. No analysis of the extension, serial no. (B)(4), was performed; the device met risk based criteria. No analysis of the lead, model 3888-45, was performed; the device met risk based criteria.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # njh719868h) found there was a reduced charge capacity due to over discharge. Analysis of both of the extensions (B)(4) found that they had both been segmented. Analysis of the lead (product #3888-45) found that the body had been segmented.